Event description:
It was reported that this pacemaker exhibited oversensing of the minute ventilation (mv) signal on the right ventricular (rv) channel. Signal artifact monitoring (sam) episodes were observed. A right atrial (ra) pace impedance measurement of greater than 3,000 ohms was observed. This patient has a port plug in the right atrial (ra) section of the header. Technical services (ts) noted the first sam episode was a false positive reading due to the plugged ra. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing of the minute ventilation (mv) signal on the right ventricular (rv) channel. Signal artifact monitoring (sam) episodes were observed. A right atrial (ra) pace impedance measurement of greater than 3,000 ohms was observed. This patient has a port plug in the right atrial (ra) section of the header. Technical services (ts) noted the first sam episode was a false positive reading due to the plugged ra. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the nature of incident for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.